Manufacturer narrative:
Initial and final MDR 1900881 - MDR 3003442380-2024-11682 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set fell off during use on event on (B)(6)2024. Tap was applied over the infusion set. Infusion set has been used for 24 hours. Insertion area was cleaned, air-dried and free from hair. Skin tac was used as adhesive aides. The blood glucose level was 300-400mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.